Event description:
Customer reports the pt experienced difficulty removing the intermate male luer lock adapter from the braun ultra site cap. Reporter indicates the male luer broke off in the ultra site cap and as a result, blood backed up in the PICC line requiring the pt to visit the emergency room to have the line declotted.